Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine and baclofen at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that every time the patient steps into (B)(6), he felt like his pump was not functioning properly. He stated that when the pump is working, he doesn't feel his legs, but when it's not his legs and feet "are on fire." He noted he works at (B)(6) and the issue started happening intermittently while at the store, but now it was happening every time he steps foot in the store. He said it had gotten much worse in the past 6 months, relative to (B)(6) 2018. It was noted the situation was being addressed by the patient's health care professional (hcp). No further complications were reported.